Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 101 mg/dl. Customer was assisted with troubleshooting. The customer stated that the during filling process air bubbles were noticed in the reservoir, approximate size of air bubbles was small as well as large. Customer's outcome pertaining to the complaint. The customer stated that there were no leaks found. The reservoir will not be returned for analysis.